Event description:
Baxter sales representative (bsr) notified baxter corporate product surveillance (cps) of one one-link needlefree IV connector in which a leak was observed during use in the intensive care unit (ICU). It was reported that protonix leaked from the connection of the one-link and the IV set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available so the root cause cannot be determined. No conclusion can be drawn from the investigation. A labeling review was performed and the instructions printed on each individual packaging are available to the user and are accurate and sufficient. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation. If additional information becomes available, a follow-up report will be submitted.